Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/comprised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08750 inches. Unit was monitored for 24 hrs and no blank display anomalies were noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer¿s current blood glucose was 56 mg/dl. The insulin pump will be returned for analysis.